Manufacturer narrative:
The unit had unresponsive buttons due to a corroded keypad. The unit did not have a button error alarm. There were no traces of moisture found on the electronic or motor assemblies per visual inspection. The unit had a minor scratched lcd window and a missing end cap sticker.

Event description:
The customer called in to report that the insulin pump alarmed button error after being exposed to moisture. The customer's blood glucose level was 110 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.